Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering. Customer experiencing high blood glucose of 179 mg/dl and treated with manual injection. The customer was previously able to passed the high pressure and displacement test. No harm requiring medical intervention was reported. The customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.